Event description:
A customer in (B)(6) notified biomerieux of obtaining a misidentification result in association with the vitek® ms instrument (ref. 410895, serial number (B)(4)) and knowledge base (kb) v3.2 when testing a patient isolate. The customer cultured the patient isolate on blood agar and incubated at 30°c without carbon dioxide prior to testing on the vitek® ms instrument. The customer tested the isolate four (4) times; the following results were obtained. No identification - three (3) times single choice mycobacterium intracellulare - one (1) time the isolate was also tested using the bruker maldi-tof and hain genotyping test methods, both methods identified the isolate as unclassified mycobacteria. The customer confirmed the misidentification result had no adverse impact to the patient's state of health.

Manufacturer narrative:
In response to the customer complaint biomerieux conducted an internal investigation. The isolate was not submitted for investigation and therefore could not be tested. Review of the customer's fine-tuning data found one mandatory criteria was not achieved. Review of the customer's data showed the customer's spot preparation quality was optimal, the calibrator "all peaks" values were homogeneous. The misidentification result obtained a low identification score (-0.35) which is near the acceptable limit for giving an "identification" result vs. A "no identification" result (0.4). The misidentification result also had a low number of peaks (32) which is near the acceptable limit for giving an "identification" result or a "no identification" result (30 peaks). This can also be caused by non-optimal spot preparation of the sample strain. The vitek® ms v3.2 knowledge base user manual ref. 161150-924-a states the following system limitation: "interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results." The investigation determined the most probable root causes of the customer's misidentification were due to instrument fine-tuning and knowledge base system limitation.